Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer failed, which located on cltxanepa3. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers failed. A field service engineer (fse) reported troubleshooting a drawer failure by reseating and securing the cables at the rear of the drawer. The fse verified successful operation through testing in the hardware test application and confirmed that the customer was able to complete drawer inventory without any issues. The system functioned as intended after field service engineer repaired the device.